Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause mlc-20 user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results and is only concerned with this. The customer is concerned with tests results from results obtained of 204 and 435mg/dl. Customer states that she opened a new bottle of strips and states that her sealed box lot# rv5265 had a different chip in the sealed box it was 5309 per customer. The expected fasting blood glucose test result range is 99-120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 11/23/2020 and open vial date is 04/06/2019. The meter memory was reviewed for previous test result history. (B)(6).